Event description:
As reported by the field clinical specialist (fcs) approximately 8 years and 11 months post transvenous transcatheter mitral valve replacement (tmvr) with a 29mm sapien 3 valve implanted in a non-edwards valve, the valve failed due to mitral regurgitation and stenosis. The patient presented with shortness of breath. The mean/peak gradient was 8mmhg and there was some calcium on the leaflets. A valve in valve was done using a 26mm sapien 3 ultra resilia valve. The valve was successfully implanted, and the patient is in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although the exact cause and source of the calcification cannot be determined, it is possible that the patient's advanced age and progression of the disease process may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to update and correct the h11 as this was an off-label procedure. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral valve in surgical valve procedures, the available training materials were reviewed only for information potentially relevant to the device use.